Manufacturer narrative:
Other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 97754, serial#: (B)(4), product type: recharger.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimul ator for non-malignant pain. It was reported that the implantable neurostimulator recharger (insr) and desktop charger both had a bent connector pin. There were no patient symptoms reported. This occurred on (B)(6) 2017. It was reported that the patient stated they were unable to recharge since (B)(6) 2017. It was noted that the reported information was unclear in regards to the charging dates so the manufacturer representative suggested that the patient attempt a normal recharge session when they received their new desktop charger. The patient would then follow-up with the manufacturer representative if they were still unable to recharge the implantable neurostimulator (ins). There were no patient symptoms reported. Additional information was received from the manufacturer representative on (B)(6) 2017 reporting that the patient initially reported the information to the manufacturer representative on (B)(6) 2017. No troubleshooting was done during that meeting on the (B)(6) 2017 as the patient had plugged their charging cord in backwards and damaged the recharger so new ones were ordered. At the time of the report that manufacturer representative was waiting on the patient to call them once they received the new equipment so that they could charge. The current overdischarge was suspected but not yet confirmed and was due to nonc ompliance with charging. Once confirmed, this overdischarge would be strike 2. Additional information was received from the consumer on (B)(6) 2017 reporting that they received the replacement implantable neurostimulator recharger (insr) and desktop charger. Inquir ies were made regarding the insr antenna and belt so that they could attempt to recharge. The patient was not aware the antenna could be disconnected form the belt and confirmed that they were able to do so.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.